Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level ranged from 70-250 mg/dl. Reportedly, the customer will continue using the pump for insulin therapy. In addition, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly,the same cartridge was reloaded and insulin delivery was resumed.